Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal /pelvic floor therapy. It was reported that the patient¿s programmer was not powering on and the issue had been going on for about two weeks. The patient wanted to power the programmer on to turn the stimulation intensity down, because the stimulation intensity was too high at the moment. The patient stated the stimulation intensity has been too high for "probably a little over a month". The patient tried getting help from a nurse at the doctor's office but was unable to resolve the issue with the patient programmer. She changed the batteries in the programmer and noted she "never touches" the programmer. She also noted that the programmer had not been wet or dropped and she was using new aaa alkaline batteries. There was no out of box failure reported. Additionally, the patient reported she had piriformis. She confirmed that this issue started about 6 months prior, ¿or more¿. She indicated that originally her interstim was implanted on the right-hand side of her body, but it was sitting on her piriformis, so she had to get the interstim implant moved to the left-hand side. She further stated that she thought the piriformis was damaged due to the in terstim implant being on the same side (right hand side) the piriformis was, but her healthcare physician (hcp) disagreed with her. She also reported that due to the piriformis, sometimes when the device was on, it seemed to hurt her more. The patient again stated that she could be wrong, and her hcp disagrees and told her that it had nothing to do with the device. No further complications were reported.